Event description:
User facility reported uterine cavity was perforated. When the device was removed from the uterine cavity the physician noticed that the left side of the array appeared sharp. The physician checked the uterine cavity with a curette and noticed a perforation on the left side of the uterine wall. The case was aborted and not completed. The pt was not admitted to the hosp and was treated on an outpatient basis.